Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the connection between the heparin cap and catheter was found separated" during patient use. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported "the connection between the heparin cap and catheter was found separated" during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one s-l cvc catheter for analysis. Signs of use in the form of biological material were observed in the extension line. Visual inspection confirmed the extension line was completely separated from the luer hub. Remains of the extension line were found in the luer hub. The inner diameter of the distal lumen measured 1.4224 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured 2.182 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The total length of the catheter body measured 205 mm which is within specifications of 201.5-210.5 mm per catheter product drawing. Functional testing was not able to be performed due to the damage on the returned catheter. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed by a complaint investigation. Visual analysis revealed that the extension line was separated from the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.